Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant attempt, the lead would not stay and was unable to be positioned in the target vessel. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.